Event description:
On (B)(6) 2012, customer reported that dried creatinine reagent covered most of the reagent syringe pump on the lx20 pro instrument. Customer stated that there was no liquid leak, rather just dried creatinine reagent. Customer also stated that the instrument experienced reaction noise on creatinine modular patients. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the syringe. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).